Event description:
During evaluation of a returned homechoice device, a high drain 115 (night drain #15) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 09:29:55. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.